Manufacturer narrative:
The limited information provided stated that the device was evaluated, but no details (type of probe/transducer in use or details of evaluation) were provided. An attempt was made to retrieve additional information, but the response indicated that no additional details were available/provided. It is unknown how the issue was resolved for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the fetal monitor was not producing any sound. The device was in use on a patient at the time of the event. There was no adverse event reported.